Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone phone with ios operating system version 12. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "headache and chest pain" and was unable to self-treat. The customer received treatment of "drip and fruit juice" provided by a non-healthcare professional and healthcare professional. (It was not reported who provided which treatment.) The customer was diagnosed with hypoglycemia by a healthcare professional. A blood glucose test of 266 mg/dl was obtained on the healthcare professional meter. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use in use with unknown iphone, ios 12, app version 3.5.1.163. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "headache and chest pain" and was unable to self-treat. The customer received treatment of "drip and fruit juice" provided by a non-healthcare professional and healthcare professional. (It was not reported who provided which treatment.) The customer was diagnosed with hypoglycemia by a healthcare professional. A blood glucose test of 266 mg/dl was obtained on the healthcare professional meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kits passed all tests prior to release. An extended investigation has been performed for the reported complaint. The customer reported for missing low glucose alarm. Sensor was inserted in the sim-vivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled ¿¿low glucose alarm¿ feature in the app and set low glucose alarm threshold to highest glucose value. Nano amps were adjusted on the keithley till low glucose alarm triggered. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The returned sensor was de-cased and visual inspection was performed on pcba (printed circuit board assembly) and no issue were observed. The sensor was inserted into the sim-vivo fixture with connector key. The sensor was activated with a known good reader and performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) value were present for all packets. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use in use with unknown iphone, ios 12, app version 3.5.1.163. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms described as "headache and chest pain" and was unable to self-treat. The customer received treatment of "drip and fruit juice" provided by a non-healthcare professional and healthcare professional. (It was not reported who provided which treatment.) The customer was diagnosed with hypoglycemia by a healthcare professional. A blood glucose test of 266 mg/dl was obtained on the healthcare professional meter. There was no report of death or permanent impairment associated with this event.